Event description:
Our european representative reported a problem with our wire. Their customer reported: while introducing the wire into a patient they noticed the hydrophilic coverage is disrupted and came off the wire. The doctors noticed a difficulty in removing the wire from the dispenser. According to the information that was received, there was no patient injury or any kind of complications.

Manufacturer narrative:
Sample received and under investigation. When investigation is complete a supplemental report will follow. The remainder of the information was unattainable.